Manufacturer narrative:
The subject device was received and evaluated. Device inspection and evaluation found the adhesive part of the illumination lens is peeled off. There is a gap in the tip adhesive part, or dirt has entered the inside of the lens through the gap. The investigation is ongoing. This report will be supplemented accordingly following completion of investigation.

Event description:
Service repair received a repair request for wire break issue. There is no patient involvement associated on this event. No user injury reported. Device evaluation found the adhesive part of the illumination lens were peeled off. There is a gap in the tip adhesive part, or dirt has entered inside the lens through the gap. This report is being submitted for adhesive part peeled off.

Manufacturer narrative:
Investigation activities have been opened to manage the actions related to this report and any required MDR reporting. Correction to g3 of the initial medwatch. The aware date should be 01-feb-2022. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 12 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the event was caused by physical stress such as dropping or hitting, or deterioration by chemical stress during reprocessing. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.